Event description:
Subsequent to initial medwatch report, the following additional information was received: the access site was the common femoral artery. The preclose technique was used for the attempted suture placement. Reportedly, a cuff miss occurred. Hemostasis was achieved by applying manual arterial compression.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, exact date was not specified. The other proglide device referenced is being filed under a separate medwatch MFR number. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional information.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an abdominal aortic aneurysm procedure. Reportedly, an unknown device failure occurred. A second proglide device was used with the same results. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.